Manufacturer narrative:
Unique identifier (UDI): (B)(4). The field service engineer (fse) found the sample tube was compromised and was off the pulley system. The fse replaced the tube and installed it properly. Service checks were completed. The customer ran acceptable qc. Calibration and qc for both reagents was acceptable. The samples were spun for five (5) minutes at 3500. The centrifugation time may be too short and the centrifugation speed may be too fast. No issues were identified during a review of the alarm trace data. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for either elecsys troponin t gen five (5) stat (troponin t gen 5 stat) or elecsys probnp ii (probnp ii) on a cobas e 411 immunoassay analyzer. Patient 1 initial troponin t gen five (5) stat result was 16 ng/l. This result was reported outside of the laboratory. The repeat result was 152 ng/l. The repeat result was believed to be correct and an amended report was issued. Patient 2 initial probnp ii result was 10 ng/l. The repeat result was 800 ng/l. The questionable result was reported outside of the laboratory. The troponin t gen five (5) stat reagent lot number was 45954601 with an expiration date of 31-jul-2021. The probnp ii reagent lot number was 46621905 with an expiration date of 31-aug-2021.